Manufacturer narrative:
(B)(4). Patien weight unknown / not provided.

Event description:
It was reported that the internal threads of the dental implant (xfosm311) were damaged during placement. The doctor was able to place another implant in the same site during the same surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite external hex implant was returned for inspection. A visual inspection revealed that the collar of the implant showed significant signs of tool damaged, and the external hex is confirmed to be damaged. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The alleged complaint is confirmed. A root cause cannot be determined. (B)(4).